Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; returned test strips produce lo readings and e-5 error codes and the event was determined to be reportable. R&d final root cause : most likely underlying root cause of lo and e-5 errors are due to improper storage: vial left open for an extended period of time. (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018 the customer reported feeling shaky, but was not sure if it was due to diabetes or his parkinson's disease. Customer did not need medical attention at the time of the call. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed during call on (B)(6) 2018 produced result of e-3 error. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date was undisclosed. Adverse event not reported at time of call. Customer requested to be called back on (B)(6) 2018 after he went to a previously scheduled doctor's appointment. At call back, customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the truemetrix air meter.